Event description:
A customer observed patient sample results associated with the wrong patient demographics for a sample processed on the 5,1 analyzer. No erroneous results were reported. Mis-association of patient demographics and results may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that the user edited the sample programming which resulted in mismatched sample ID and patient demographics. The user erroneously entered the wrong patient name. User error was the root cause of this event.